Event description:
The customer reported that pump had an alarm. Explained the alarm indicates that the pump is functioning as designed by alerting the customer to a pressure bulid up and possible high bg. Instructed to change the set if the alarm recurs. Later the customer called back and reported that the paramedics were called out and took pt to the emergency room due to symptoms of dka. The customer was released the same day. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited.